Event description:
Received user facility mandatory medwatch which states "pt has been experiencing some chest pain tightness. Underwent a stress echo which was abnormal and 2 near syncopal episodes. 2002 left heart cath, left ventriculogram, coronary arteriogram, balloon angioplasty and placement of 3.0mm x 18 mm long velocity stent with high pressure balloon deployment and 3.0mm x 23mm long velocity stent in the circumflex with high pressure balloon deployment. Heparin 4600u given during procedure. 6 fr. Perclose used to close femoral artery. Op site dressing applied. Pt maintained on bedrest with leg straight, dressing dry and intact with no visible hematoma. Pt ambulated to bathroom 6 hours post-procedure and experienced episode of bradycardia with nausea, diaphoresis and decreased level of consciousness. Groin site oozing with formation of firm hematoma. Hand held pressure applied followed by femstop. Femstop removed after 11hrs. No additional increase in size of hematoma noted. Femstop removed." Additional info received upon further query: there is no documentation of the size of the hematoma. There is no documentation of any other treatment given during this episode. It was unclear to the physician if the episode occurred due to the procedure or the oozing. The pt has history of artrial fibrillation and it was documented that the bradycardia could be related to the arrhythmia. After this episode the pt did have a pacemaker placed and developed cardiac tamponade. The pt was eventually discharged home.